Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that following a pulse field ablation (pfa) procedure using a farawave pfa catheter the patient experienced a stroke. The procedure was completed successfully, but in the recovery room the patient experienced a stroke. It is not currently known if any treatments or interventions for the stroke took place or what the ultimate outcome for the patient was. The catheter was disposed by the facility and will not be returned as the device performed as expected during the procedure and there were no reports of any performance concerns.

Event description:
It was reported that following a pulse field ablation (pfa) procedure using a farawave pfa catheter the patient experienced a stroke. The procedure was completed successfully, but in the recovery room the patient experienced a stroke. It is not currently known if any treatments or interventions for the stroke took place or what the ultimate outcome for the patient was. The catheter was disposed by the facility and will not be returned as the device performed as expected during the procedure and there were no reports of any performance concerns. It was further reported the physician described the condition as a "mini stroke" and that all symptoms resolved within 24 hours.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.